Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record for 00515047501, lot number z000006305, identified no relevant deviations or anomalies. Product examination found that the nozzle had separated from the fan spray tip. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a tha surgery the patient had to be reposition and the surgical field reopened. A piece of the device was found inside of the wound. The fragment was removed and the wound was closed again. No additional patient consequences were reported.